Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), mood swings ("mood swings") and tooth loss ("tooth loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, headache, fatigue, weight increased, alopecia, musculoskeletal pain, mood swings and tooth loss outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, headache, mood swings, musculoskeletal pain, tooth loss and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded hardware consistent with essure device') and genital haemorrhage ('general abnormal bleeding') in a 44-year-old female patient who had essure (batch no. 629138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure hysteroscopic tubal sterilization" on (B)(6) 2011. The patient's concurrent conditions included hemorrhagic cyst and scarring. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic pain"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe cramping"), headache ("headaches"), musculoskeletal pain ("joint and muscle pain"), mood swings ("mood swings/ hormonal changes"), tooth loss ("tooth loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), tooth disorder ("dental probs"), nausea ("nausea") and allergy to metals ("nickel - diag. Post-essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, abdominal pain lower, headache, weight increased, musculoskeletal pain, mood swings, tooth loss, tooth disorder, nausea and allergy to metals outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, fatigue, alopecia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, hypersensitivity and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, pelvic pain, tooth disorder, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as --2012. Patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), genital bleeding. Discrepancy: date of birth: (B)(6) 1976. Only 1 or 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded hardware consistent with essure device') and genital haemorrhage ('general abnormal bleeding') in a 44-year-old female patient who had essure (batch no. 629138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure hysteroscopic tubal sterilization" on (B)(6) 2011. The patient's concurrent conditions included hemorrhagic cyst and scarring. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic pain"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleding (menorrhagia)"), abdominal pain lower ("severe cramping"), headache ("headaches"), musculoskeletal pain ("joint and muscle pain"), mood swings ("mood swings/ hormonal changes"), tooth loss ("tooth loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), tooth disorder ("dental probs"), nausea ("nausea") and allergy to metals ("nickel - diag. Post-essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, abdominal pain lower, headache, weight increased, musculoskeletal pain, mood swings, tooth loss, tooth disorder, nausea and allergy to metals outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, fatigue, alopecia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, hypersensitivity and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, pelvic pain, tooth disorder, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as - 2012. Patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), genital bleeding. Discrepancy: date of birth: 24jul1976 only 1 or 2 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was reported via medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2019: fu 2 & 3 processed together. Pfs received- new events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/chronic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, hypersensitivity, dental problems ,hormonal changes and nausea were added. Implant date was updated. Product indication was added. Patient¿s date of birth was added. Reporter¿s information was added. On 19-sep-2019: fu 2 & 3 processed together. Pfs & mr received- lot number and expiration date was added. Event onset dates were added. The outcome of event fatigue and hair loss was updated from unknown to recovered. New events abnormal bleeding (vaginal, menorrhagia), migraine/headaches, embedded hardware consistent with essure device and nova sure endometrial ablation were added. Lab data and /medical history were added. Patient¿s height and age was added. Reporter¿s information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), mood swings ("mood swings") and tooth loss ("tooth loss"). The patient was treated with surgery (hysterectomy). Essure was removed on 8-nov-2017. At the time of the report, the abdominal pain lower, headache, fatigue, weight increased, alopecia, musculoskeletal pain, mood swings and tooth loss outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, headache, mood swings, musculoskeletal pain, tooth loss and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc(product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.